Event description:
Literature: bronte-stewart h, louie s, batya s, henderson jm. Clinical motor outcome of bilateral subthalamic nucleus deep-brain stimulation for parkinson's disease using image-guided frameless stereotaxy. Neurosurgery. Oct 2010;67(4):1088-1093; discussion 1093. Summary: the authors reported on a group of 20 men and 11 women with parkinson's disease (mean age of 62 yrs). Twenty-eight subjects had bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) and 3 had unilateral stn dbs using a frameless approach. The authors indicated that their outcomes results are comparable to those reported with the use of the framed-based technique. All pts had postoperative CT scans within 6 hrs of the procedure; mild pneumocephalus was common, but there were no intracranial hemorrhages. Reportable event: this report is for one pt who developed spontaneous pulmonary embolism 1 day postoperatively, which was deemed primary because no venous source was discovered. He recovered with no further events. (B)(4).

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info has been requested.